Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the forward body frame fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the forward body frame corroded, the lg cable connector corroded, the operation channel leak, the root brace rubber cut, the remote control button(1) cut, the objective lens unit scratched, the distal body worn out, and the operation channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).